Event description:
It was reported that after the catheter was inserted, the user injected the contrast agent into the catheter using a medrad inc. Injector. It was at that time, the catheter ruptured below the junction hub. As a result, the catheter was replaced. There were no reported patient complications. It was also reported that the pressure the user used was around 520pst which is within specifications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.